Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. Customer support (cs) completed troubleshooting and it was determined that the patient did not do an ez carb bolus from the pump and the pump had this programmed and received 1.4 units bolus that patient did not do. The patient then did their meal bolus and 5.3 units were given and blood glucose (bg) went to 1.4mmol/l. The reporter stated that the patient denied that they would have bolused as that time of the day. The reporter was not with the patient to check the pump. This report is being reported due to the hypoglycemic event the patient experienced that was related to the patient not completing ez carb bolus from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( patient not completing ez carb bolus from the pump).

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The pump exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.